Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was not the right size and the balloon migrated; therefore, the patient experienced recurring incontinence. All components were removed and a new aus was implanted. The physician believes that because the patient was irradiated the components moved. The patient had a good outcome.